Manufacturer narrative:
The device was received for investigation. Sections d9 and h3 were updated. The customer's allegation could not be confirmed. The lancing device was tested at 11 different depth settings. For each attempt, the lancet needle produced a puncture hole, retracted, and ejected correctly. The device was primed and released with no problems. The device cap could be put on and removed with no problems. The lancing device was disassembled and no abnormalities were observed which would have caused the customer's issues. Complaints regarding this allegation and the specific lot number involved were reviewed and showed no increase for the affected production interval. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section e3: occupation is patient/consumer (patient's wife) the device was requested for investigation. H3 other text : na.

Event description:
There was an allegation of a retraction issue with a coaguchek xs softclix lancet device. The reporter had difficulty applying the end cap to the device. The lancet was seated properly. The reporter applied the cap securely. The device was primed and fired. The reporter alleged the lancet was protruding past the end cap of the device.